Manufacturer narrative:
This medwatch is submitted to send the initial report and the result of the investigation of this complaint. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Based on the information provided, the product history records, the review of the case, the recurrence of this type of event for this implant, the root cause of the event is a probable user error. Based on the description, the surgeon did not use the distraction forceps to prepare the disc space for prothesis positioning. Which pushed him to reposition the device during the surgery and therefore it disassembly. As mentioned on surgical technique, it is necessary to insert the distraction forceps as posterior as possible. A progressive and parallel distraction must be obtained in order to place the implant correctly (step 5). As this step was not followed, the correct position of the implant cannot be assured. Based on the available information ,the review of the case with project manager show that the probable root cause is user error -lack of distraction during implant positioning. Although, it was mentioned that the device will be returned. The manufacturer did not receive the device for examination. If additional information was received that add a value on this investigation results, another report will be sent. Device not returned.

Event description:
Mobi-c p&f us: implant position incorrect during insertion. From information reported to the manufacturer: as device was being implanted into patient it was noticed that the inferior plate of the mobi-c implant was rotated. The inserter was in the correct position, but the tabs on the inferior plate were not in alignment. While trying to correct the alignment the implant was disengaged from the peek and had to be taken out and a new implant put in its place. The new implant was implanted with no issues and surgery completed. Additional information received on january 2nd 2019: what is the current state of health of patient? Normal. Sales order has been provided. Was the depth stop adjustment set initially at zero? Yes. Was surgical technique followed at the mobi-c loading on inserter (take care to stop threading as soon as full contact is achieved in order to avoid premature. Opening of the peek cartridge and releasing the implant.)? Yes. Was disc space under distraction? Yes. Did the surgeon encounter resistance while inserting prosthesis? Do not think so. Do you know if prosthesis could have been inserted with an angle? Or if a rotational move was done while inserting prosthesis? Once fully seated the inserter was not at an angle. Have you noticed any difference in surgical steps between the first and the second implant? No exact same. Do you have per-op images? No. Did the surgeon use the mobi-c no touch level? Yes. Did the surgeon use the mobi-c distraction forceps? No. More information have been requested and no further information provided. No patient impact, no surgery delay more than 30 min. Surgery was completed with another device of the same size.